Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via remote transmission. Programming changes were recommended, but the physician elected not to make any programming changes. The patient will continue to be monitored via remote transmission.